Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through a radial artery. The 90% stenosed de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.0mm x 12mm promus stent was implanted. For post dilation the physician advanced the 3.0mm x 8.0mm quantum maverick balloon catheter. Upon the first inflation the balloon was inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.